Event description:
A malfunction was reported on the customer's pump, and it did not result in any notable events occurring prior to the issue. Customer¿s blood glucose (bg) level was 400 mg/dl. To address this, the customer administered a correction bolus using the pump and did not require third-party assistance. Technical support provided guidance for resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues recur, which the customer understood and acknowledged.